Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was partially fired. It was reported that the device did not work as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic colectomy, the reload did not work. To resolve the issue, a new reload was used to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident is that the staple cartridge noted that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped.